Manufacturer narrative:
(B)(4). Catalog #: pa# 804 - the four small roller pumps (serial numbers: (B)(4)) are part of this system-1. On (B)(6) 2015 at 07:52:59 am, a perfusion screen is opened. At 8:40:13 am the pump is started, and one second later the pump stops with a motor overcurrent (pump jam). Sometimes when a pump jam occurs it will also cause a "vmot voltage range error" which did occur in this case. The events are consistent with over occluding the pump. Per the log review, the complaint database lists no similar/reported complaints since the date the error had occurred. The manufacturer records show no service performed for this log error.

Event description:
During data log review, there was a 24 volt (v) direct current (d/c) "vmot voltage range" error with the roller pump. Potential behavior of error: red x, alarm audio. Roller pump will potentially operate outside predictable behavior, or reset.

Manufacturer narrative:
Updated evaluation codes. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.